Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was replaced. The log file recorded no external power events on (B)(6) 2024 and (B)(6) 2024 due to double power cable disconnects. The log files also noted that on (B)(6) 2024 the controller power cables were disconnected and 10 minutes later the driveline was disconnected. Related MFR: 2916596-2024-01081

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of no external power alarms and a system controller exchange were confirmed via analysis of the submitted log file. The submitted log file contained approximately 19 days of data ((B)(6) 2024 per the timestamp). The log file captured no external power alarms on (B)(6) 2024 at 18:56:00 and (B)(6) 2024 at 16:04:59 due to both system controller power cables being disconnected from power. The alarms resolved once the system controller was reconnected to an external power source. The system controller backup battery supported the system during the losses of external power without any issues. The system controller power cables were disconnected from power again on (B)(6) 2024 at 13:50:04 and driveline was disconnected on (B)(6) 2024 at approximately 14:00:32; these events are consistent with the reported controller exchange. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including the reason for the system controller exchange/driveline disconnect, and if any products will be returned for analysis; however, no response was received. The root cause of the reported no external power alarms was determined to be both system controller power cables being disconnected from external power at the same time. The root cause of the reported controller exchange could not be conclusively determined through this analysis. The serial number of the heartmate ii system controller was not reported with the event. Heartmate ii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power, and the actions to take if the issue does not resolve. Heartmate ii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ and heartmate ii instructions for use (rev. C) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.